Event description:
It was reported that the patient turned her stimulator off and she still felt stimulation. An overstimulation sensation was reported. This issue was noted to have begun the night prior to this report. The patient felt stimulation and it was constant. It was stated it may be too deep or it may be a broken lead. The implantable neurostimulator recharger (insr) was used to reset the device by trickle charging for 3 seconds and then turning stimulation on and off again, but the patient still felt stimulation. It was verified that the symbol in the corner of the screen did not have a lightning bolt. Follow-up was conducted to determine if any troubleshooting had been done, if any intervention occurred, if the cause was determined and the issue resolved, and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# lb7836, implanted: (B)(6) 2003, product type: lead. (B)(4).